Event description:
Event description guidant received information that a small hole was noted in the insulation of this transvenous defibrillation lead during an elective device replacement procedure. Fluid was noted behind this hole. The physician successfully repaired the lead's insulation using medical adhesive and a suture sleeve. All lead measurements were within acceptable ranges. Induction testing was not performed at this procedure, as the patient is pregnant.